Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was a reported that a xience sierra was implanted in the ostial left anterior descending coronary (lad) artery lesion. Next, the moderately calcified left circumflex (lcx) artery was treated. Final angiography noted that the lad stent moved from the ostium to the proximal lad. Another stent was implanted to cover the ostium. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: result code 114 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information provided, a definitive cause for the reported difficulties cannot be determined. There is no indication to suggest a product quality issue with respect to manufacture, design or labeling.